Manufacturer narrative:
It was reported to abbott that during an ipg replacement the patient requested the c2 lead to be disconnected. The anesthesiologist was asked to wake the patient up during the procedure to determine which lead was the c2 lead. The patient was very sleepy but communicated that the lead that was connected, the stimulation could only be felt in the legs and not the upper extremities. The lead that was disconnected appeared to be the c2 lead and the patient said they could feel the stimulation into their shoulders with that particular lead. During the programming session, the patient stated they only felt stimulation in their arms and no stimulation in the legs. The c2 lead was disconnected and the t8 lead was connected to the ipg to address the issue. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
(B)(6).

Event description:
It was reported during an ipg replacement on (B)(6) 2022 the patient requested the c2 lead to be disconnected. The anesthesiologist was asked to wake the patient up during the procedure to determine which lead was the c2 lead. The patient was very sleepy but communicated that the lead that was connected, the stimulation could only be felt in the legs and not the upper extremities. The lead that was disconnected appeared to be the c2 lead and the patient said she could feel the stimulation into her shoulders with that particular lead. During the (B)(6) 2022 programming session, the patient stated she only felt stimulation in her arms and no stimulation in the legs. Surgery took place on (B)(6) 2022 wherein the c2 lead was disconnected and the t8 lead was connected to the ipg to address the issue.